Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding it. There was no information provided about whether the customer's blood glucose level was affected or exceeded 500 mg/dl. The issue was resolved by technical support, who assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.